Manufacturer narrative:
(B)(4). From information received from the reporter, he communicated that the pump was tested by his manager. The pump was hooked up to analyzer with a 250ml bag with a primary 1 liter bag and replicated the titrated order settings of 50ml/hr four times as follows: vtbi 25ml/hr, rtbi 50ml/hr; vtbi 50ml/hr, rtbi 100ml/hr; vtbi 75ml/hr, rtbi 150ml/hr; vtbi 100ml/hr, rtbi 200ml/hr. The reporter confirmed that "all four different scenerio results were within plus or minus 5 percent tolerance. Also a flow rate 50ml/hr vtbi at 25ml/hr infusion time 29.2 minutes, volume 29.1". The actual device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the inspection results are available. (B)(4).

Event description:
As reported by the user facility (translation of user facility): nurses stated "that they were infusing a piggy bag of 250ml with a primary bag of 1000ml saline in the infusomat space pump, the order was to titrate 50ml/hr. Approximately 2 hours into infusion, the 250ml piggy back bag was empty and the pump read 150ml/hr. The piggy back bag infused too quickly."